Manufacturer narrative:
(B)(4)

Event description:
It was reported that the circulator handed off the catheter kit to the scrub nurse, and as the nurse opened the package it was seen that the only components in the kit were the pump segment and hi sure the connector with two attached collets. It was noted that the outer package of the kit was not damaged in any way. The package had been returned.

Manufacturer narrative:
The catheter was received in its shipping box. The sterile tray outer lid (tyvek seal with label) was peeled back. As received, only the proximal segment of the catheter and the pin were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported via a manufacturer representative that when the catheter kit was peeled back on (B)(6) 2015, it was missing a connector, anchor, needles and the entire spinal segment. Another catheter kit was opened and was intact. No medical symptoms were reported. There was no drug involved. No potential factors that may have led to the issue were reported. A supplemental report will be submitted if additional information is obtained.